Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. The nozzle unit of the o2 gas module was found defective. After replacement of the nozzle unit, the ventilator passed all functional and safety tests and was cleared for clinical use. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The received test logs show that the ventilator failed pre-use check on the given event date. The internal log does not contain any relevant alarms to leakage on or around the event date. The replaced nozzle unit was discarded by the customer, therefore the root cause for the defective nozzle could not been identified.

Event description:
It was reported that the ventilator experienced continuous gas flow through inspiratory port when machine is on standby. There was no patient harm. Manufacturer ref.#: (B)(4).